Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times. Each time the device was powered back on by the customer. The device was used only for monitoring the patient. This issue is patient related; however, there was no adverse patient outcome.

Manufacturer narrative:
Physio-control evaluated the customer¿s device but was unable to verify or duplicate the reported issue. As a precaution, physio-control replaced the battery in the device. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be determined.